Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to oversensing. Technical services (ts) was consulted, provided a review of the episode and discussed possible causes and troubleshooting options. This s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to oversensing. Technical services (ts) was consulted, provided a review of the episode and discussed possible causes and troubleshooting options. This s-ICD system remains in service. No adverse patient effects were reported. Additional information was received, this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded atrial fibrillation (af) events with t wave oversensing. Technical services (ts) provided a review noting intermittent oversensing in af episodes, but it looks under control as there are zero tachy transitions in the last four months. Ts recommended maintaining programming. The health care professional (hcp) noted they will continue to monitor. This s-ICD system remains in service. No adverse patient effects were reported.